Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found that rod lock was forced out of the set screw. Visual examination found that the threads on the rod lock of the set screw were torn off completely and the thread on poly lock was also torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on rod lock and poly lock of the set screw cannot be determined. Noted damage suggests that inadvertently cross threading of the rod lock occurred upon insertion into the poly lock. A definitive root cause for the drive feature of rod lock becoming stripped cannot be positively determined. However, noted damage suggests that the rod lock was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the drive feature of the rod lock becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during the iliac fixation surgery on (B)(6) 2018, that the reported cross thread was occurred when the surgeon applied the inner torque. The surgeon took the correction key (199721000s) out, then tried to insert again, however, the surgeon could not apply the torque. The surgery was completed by using unitized screw (199721001s). There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.